Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance which resulted in a polarity switch. Noise and oversensing was noted on the electrogram. It was suspected that the lead had fractured. The physician elected to leave the lead in use and monitor the lead. No patient complications have been reported as a result of this event.